Event description:
It was reported that during use, cs100 intra-aortic balloon pump (iabp) showed automatic inflation failure error. There was no harm reported.

Manufacturer narrative:
Due to character restrictions in block e1 event site name- (B)(6) hospital. Telephone- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d10, g3, g6, h2, h11.

Manufacturer narrative:
Updated fields: b4 d9, e1(initial reporter, event site address), e2, e3, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The on-site inspection determined that the drive valve group was leaking and needed to be replaced. After the quotation, the customer rejected the quotation and will not be repaired for the time being. Delivered to the customer, cannot be used for clinical use. If any information is received, a supplemental report shall be submitted.

Event description:
N/a.